Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The unit will only operate from battery power. The fse recommended that the customer swap out the power management board to see if this corrects the issue. The customer reported replacing the power management board and the issue was resolved.

Event description:
It was reported that the unit would not operate on alternate current ac power. There was no patient involvement. Event date not specified: estimate used.